Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. The customer stated that the alarm occurred during manual prime. The customer resolved the no delivery issue by changing the infusion set and reservoir. The customer mentioned that the alarms have occurred multiple times. The customer was advised of a possible connection issue with the set and reservoir. The reservoir was not returned or replaced.